Event description:
A nurse reported that on several occasions, a knife was not sharp enough to cut through the patient's conjunctiva during a procedure. An alternate knife was used to proceed without harm to the patient. Additional information has been requested. This is the second of four reports being filed for this facility.

Manufacturer narrative:
Three opened samples were returned for evaluation. The samples were examined using 10x magnification and all were found to be nonconforming for damaged cutting edges. Two samples also had damaged tips. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. The root cause for the damaged knives could not be determined. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any defects, such as the damaged tips and cutting edges exhibited on the returned opened samples, are removed from the lot and scrapped. Penetration and sharpness testing are performed and monitored during the finishing process to ensure the sharpness of the product. (B)(4).